Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error post-reset ram crc alarm, pump error or pump error this alarm is generated when a power failure is detected. Noted. The motor was tested outside of device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 153 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.